Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this lead was placed in the right ventricle. However, the r-wave measurements were low at 1.8mv and the pacing threshold measurements were high at 2.9v. As the patient became asystolic, the lead remained in the rv and pacing was provided via the pacing system analyzer (psa). A new lead of the same model was then implanted in the rv with acceptable measurements and this lead was repositioned into the right atrium (ra). Difficulty was experienced in obtaining an adequate position and the lead was moved multiple times. Once placed, the lead was tested and noise was observed. The pacing impedance measurement was high and out-of-range at greater than 3,000 ohms. No stylet or guide wire was able to be advanced into the lead, so the helix was not able to be retracted. The lead was surgically abandoned and a new lead was implanted successfully in the atrium. No adverse patient effects were reported.